Manufacturer narrative:
(B)(4). Quantity of concomitant device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 4.0mm canncellous screw. Part and lot numbers are not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device (screw head) is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4.0mm canncellous screw broke during the initial surgery to repair radius/ulna fractures on (B)(6) 2017. Upon inserting the 4.0mm canncellous screw, the head broke off and the shaft was retained in the patient¿s bone. The surgery was successfully completed with a surgical delay of 30 seconds. The patient¿s postoperative status is unknown. Concomitant medical products: unknown instrument (part# unknown, lot# unknown, qty, unknown). This report is for one unknown 4.0mm canncellous screw. This report is 1 of 1 for (B)(4).